Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and high impedance were noted on the ventricular sense/pace channel of the device. The patient did not receive any inappropriate hv therapy. A lead fracture was suspected. Nothing will be done at this time as the patient has terminal cancer.